Event description:
The site was cleansed with betadine/alcohol prior to insertion of catheter. The catheter was inserted without difficulty. The pt developed a red streak up their arm 24 hours after insertion. The catheter was removed. No further information is available on the patient's status.